Manufacturer narrative:
The compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. The insulin pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to compromised force sensor system alarm. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received a compromised force sensor system alarm while filling the cannula. The customer's blood glucose level during the incident was over 300 mg/dl. The customer was advised to treat per health care professional's instructions. The insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The drive support cap was normal. The customer did not recall if they pressed the cap while connected. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.